Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, a root cause could not identify the cause of the defect. However, it is likely that the events were related to a defect caused due to the circuit board inside the video connector, or a failure on the system side. The event can be detected/prevented by following the instructions for use which state: important information ¿ please read before use ¦precautions: caution turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly, or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the white light imaging and narrow band imaging endoscopic images (except bf-mp290f) are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera elite bronchovideoscope¿s image was flickering. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: noise and no image with a b30 (scope communication error). There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that due to a cut on the charged coupled device cable, the image noise occurred and an image could not be displayed, due to the damage on the scope connector, the image noise occurred and the image could not be seen, due to a cut on the charged coupled device cable, a b30 scope communication error occurred, the scope connector had a scratch, due to wear of the angle wire, the bending angle in the up direction did not meet the standard value, due to the deformation of the bending tube, the bending angle in the up direction exceeded the standard value, the image guide protector had a scratch, the switch box had a scratch, the control unit had a scratch, the grip had a scratch, the angulation lever had a scratch, the up down plate had a scratch, the universal cord had a scratch, the scope connector cover unit had a scratch, the insertion tube rotation ring had a scratch, due to wear of the angle wire, the bending angle in the up direction did not meet the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h6, h10. Based on the results of the investigation, the root cause of the noise and no image (error b30, scope communication) the image sensor unit was short-circuited due to the water invasion. Olympus will continue to monitor field performance for this device.